Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the devices were not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the historical review of similar events, events involving loss of power may be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported through answering service from the fire department of a patient who was unresponsive. Upon arrival patient was unresponsive and cold to touch. The patient had been last seen in the morning by the patient's daughter. When daughter returned home, found the patient unresponsive, called 911 and attempted cardiopulmonary resuscitation. It was observed that the controller was attached to patient with driveline connected, two fully charged batteries were connected and there was no obvious damage to the controller but the controller was not on. The patient expired. The ventricular assist device (vad) remains in patient.